Manufacturer narrative:
No product has been returned for evaluation. Should new info become available a follow up MDR will be submitted.

Event description:
Received info stating pt was hospitalized due to high bg's (400's) and dka. Patient was put on shots and IV drip.